Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) monitors (B)(6) were not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. After the internal battery was replaced, the controller worked as intended. During functional testing, log files were able to be downloaded as intended. Review of the alarm file revealed one (1) controller fault alarm logged on (B)(6) 2025 at 18:33:22, indicating an issue with internal battery. Additionally, one (1) vad disconnect alarm was logged on (B)(6) 2025 at 18:41:00, indicating a physical disconnection of the driveline. A vad disconnect alarm will result in the vad stopping and triggers the controller to make a loud continuous alarm sound. An additional four (4) vad disconnect alarms were logged on (B)(6) 2025 at 13:29:24, 14:33:33, 14:34:04, 14:34:59, indicating the controller was powered up without the driveline connected, likely during the reported attempt to download logfiles. As a result, the reported vad stop event was confirmed. The reported data transfer error event could not be confirmed due to insufficient evidence. The most likely root cause of the reported controller fault alarm can be attributed to a leaky internal nimh battery. CAPA: pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported data transfer ER ror event can be attributed, but not limited, component failure, a data cable failure, a communication error, an intermittent connection, serial port connector failure, a damaged usb key, and/or a usb flash error. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller, d4: serial#: (B)(6), d9: yes, return date: 06-jan-2026, h3: yes, d1: monitor, d4: serial#: (B)(6), h3: yes, d1: monitor, d4: serial#: (B)(6), h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: model #: 1521mcs / catalog #: 1521mcs / serial or lot#: (B)(6). D1: heartware ventricular assist system monitor d4: model #: 1521mcs / catalog #: 1521mcs / expiration date: / serial or lot#: (B)(6). 8 d9: no h3: no h4: mfg date: h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that two monitors were used to attempt to download logfiles. The monitors remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system  controller 2.0  d4: model #:  1420 / catalog #: 1420 / expiration date: 31-aug-2025 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 15-aug-2024 h5: no  d1: heartware ventricular assist system  monitor d4: model #:   / catalog #:   / expiration date:  / serial or lot#:   d9: no h3: no h4: mfg date:  h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a continuous no power alarm and the ventricular assist device (vad) stopped. The patient lost consciousness for an unknown period, and the patient's spouse exchanged the controller to the patient's backup algorithm c controller. Upon arrival at the hospital, the patient was initially reported to be fine, but later developed altered mental status after admission.  Attempts to download logfiles from the controller were unsuccessful, as the data could not be retrieved from multiple usb thumbdrives, and subsequent troubleshooting steps included deleting files and reattaching the controller, but the patient ID was not found under the logfile list.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the monitors are no longer in use.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the two (2) monitors haven't been used yet since that last incident, but still in use.